Event description:
It was reported that the user received an occlusion alert while using an inset infusion set with the ilet and the alert resolved only after a full supply change, during which blood glucose rose to 357 mg/dl and then decreased to 285 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.